Manufacturer narrative:
(B)(4). After twenty-five days of hospitalization, the patient was discharged (previously, it was reported that hospitalization was ongoing). The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the event with unknown antibiotics (dose, frequency, and route was not reported). On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was still hospitalized, the peritonitis was resolving, the patient was recovering from the event and dianeal therapies were ongoing. No additional information is available.